Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date devices not received.

Event description:
Patient initially implanted with a bifurcated stent, and a suprarenal aortic extension. Patient came in emergently with symptoms and the physician identified a type 3a endoleak as well as a potential type 3b endoleak. The physician elected to explant the devices and complete an open repair. Following the explant procedure the physician observed a component separation and a possible hole in one of the devices. The physician is not sure if the hole was due to the explant procedure or part of a type 3b endoleak. The patient is reported as doing well.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, based on lack of medical information available for review, there were no evidence to support the following reported events; endoleak type iiia with component separation, endoleak type iiib, and explant. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment.